Manufacturer narrative:
Unit passed displacement test. Unit received with detached end cap sticker. The drive support was inspected and no anomaly was noted. Unable to perform prime test, excessive no delivery test, basic occlusion test or occlusion test due to detached end cap. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a loose drive support cap. Customer's blood glucose level at the time 209 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.